Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported pulmonary edema and subsequent death remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacture ref: 3005334138-2019-00301, 2030404-2019-00043, 2030404-2019-00044, 3008452825-2019-00269. One day post atrial fibrillation procedure, the patient experienced acute pulmonary edema and expired. The patient had a history of heart failure, the cause of pulmonary edema is unknown, there were no performance issues with any abbott devices.